Event description:
It was reported that a patient presented remotely via merlin.net with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator. No changes or intervention was reported. There were no patient consequences.